Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient began acting funny and became unresponsive. Her cgm reading was 135 mg/dl at the time, and her blood glucose was not tested by fingerstick. A friend called 911, and when ems arrived, they checked her blood glucose, which was 35 mg/dl. She was given a glucagon pen and IV fluids, though she was unsure if the IV contained glucose. Ems stayed for about an hour. Before they left, her blood glucose was checked again but the patient could not provide the exact bgm and cgm readings. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.